Event description:
It was reported that the patient's device was exhibiting high impedances on contacts 8-15 intra-operatively. Each lead and extension connection was wiped off and tested again, but produced the same impedances. The same happened when they switched the extensions in each channel. When the lead-extension connections were tested with a multi-lead trialing cable, the impedances appeared normal. The multi-lead trialing cable was also used to test the individual leads and the impedances were normal again. When reconnected to the stimulator, the impedances on contacts 8-15 were still high. The physician replaced the stimulator during the surgery and the second device showed all normal range impedances. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.